Event description:
The reporter indicated that on (B)(6) 2022 a 12.1mm, vicm5_12.1, -6.5 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted,removed and replaced intraoperatively. Problem resolved. There was no patient injury. In the reporters opinion the cause of this event is unknown.

Manufacturer narrative:
Weight, race ,ethnicity: unk. PMA/510k: this product is not marketed in the us. Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).